Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results and error message (unknown) with control solution. The customer is concerned with test results from results obtained of 218, 242, 160, 147 and 240 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl or below and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/27/2022 and test strips were opened six months prior to call (expired). The customer did have another vial of test strips that had been stored and handled correctly: lot number my4497s, manufacturer¿s expiration date is 03/17/2023. During the call, a back to back blood test was performed by the customer fasting and produced test results of 181 mg/dl and 173 mg/dl using true metrix meter; customer was not satisfied with the results obtained. The meter memory was reviewed for previous test result history (time not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 22-apr-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed expiration date.